Event description:
During a ptca treatment procedure, the maverick2 monorail 15/2.0 mm balloon ruptured at 6 atms. The lesion being treated was located in the distal left anterior descending (lad) coronary artery. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported.